Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire system consisting of device, right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted due to infection and erosion. There was bacterial endocarditis noted. Patient was stable post procedure.

Manufacturer narrative:
Analysis narrative: analysis was normal. No anomalies were found. Correction: patient initials were incorrectly reported in the initial report. This report notes the correct initials. The serial number of the lead was incorrectly reported in the initial report. This report notes the correct serial number (B)(4) along with pertinent lot number, expiration date and UDI. This report notes the correct manufacturing date pertinent to serial number (B)(4).

Event description:
New information received on (B)(4) 2018 notes that the patient was involved in a clinical study. Plastic surgery evaluation revealed wet to dry dressing on right chest that require debridement and evacuation of old right chest hematoma. Wound culture gave negative results for infection. There was exposed hardware noted and therefore the system was removed.